Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip failed to apply when closed around the duct. The procedure was completed with no reported injury. Intuitive followed up and confirmed that instrument was installed on robot for first time. The incident with the clip occurred when the surgeon attempted to clip the duct and it would not close. No problem with the instrument motion when using the clip. The first time the clip was used during the case was when the incident occurred. Customer used a new instrument. The instrument should have been received already. No photos

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "clip failed to apply when closed around the duct". The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.77mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.